Manufacturer narrative:
The manufacturing batch lot was not provided therefore we were unable to review the device history records for the guidewire involved in this incident. The device was not received for analysis; therefore no physical analysis of the product can be performed. Based on the information provided to dat an exact cause for the incident could not definitely be determined. The product is expected to be returned for analysis but had not been received by the time this report was submitted. If the product is returned or additional information is received a follow-up medwatch report will be submitted. Product is expected to be returned.

Event description:
Patient with especially tortuous femoral anatomy, valve was advanced into its implant position when a kink was noticed on the level of the valve. Decision was made to exchange the valve when it was noticed that the valve couldn't withdrawn over the safari wire as it seemed to be stuck. The system needed to be withdrawn together. Even outside the safari wire was impossible to be removed and was left in place. Procedure was completed with another of the same device.

Manufacturer narrative:
The manufacturing batch lot was not provided therefore we were unable to review the device history records for the guidewire involved in this incident. The product was received for analysis. As received, the specimen consists of one each unidentified safari2 wire; returned loose, double bagged within "zip-lock" style poly biohazard pouches. The specimen was received cut into four-4 pieces. The complaint as reported could not be confirmed as the specimen was returned removed from the valve system and returned in several pieces. The four-4 segments presented extensive coil damage, in the form of offset/overlapping coil wraps, stretched coil wraps and cut coil wire, in addition to bend damage. The offset/overlapping coil wraps presented localized oversized diameters. Additionally, an indeterminate length of coil wire was missing, exposing 45.8cm of the core wire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, procedural and/or clinical factors appear to have impacted on the event as reported. If additional information is received a follow-up medwatch report will be submitted.